Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. Two non -edwards three-way stopcocks were attached at the proximal injectate hub and p.a. Distal hub, respectively. A non-edwards contamination shield and introducer were attached to the catheter body between 83cm and 108cm proximal from the catheter tip. White tapes was attached to the catheter body between 37.5 cm and 40cm, and between 42.5 cm and 45cm proximal from the catheter tip. Catheter was connected to vigilance ii monitor and "check catheter and cable connection" error message was shown. The thermistor was found to have an intermittent condition when flexing the tip of the catheter. Two indentations were observed at 41.5cm and 42cm proximal from the catheter tip. No visible damage to the balloon or returned syringe was observed. The thermistor connector was opened and no visible inconsistencies were found. Continuity testing to the distal side of the thermistor circuit revealed an intermittent condition at the thermistor bead. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. The atrial electrodes and the ventricular electrodes were continuous without an open, intermittent, or short conditions. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of blood temperature measurement issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the indicated blood temperature varied between 2.0 degrees c to 36.0 degrees c during use in the ICU. The clinician considered the value to be unstable. The expected reading was from 36.0 degrees c to 37.0 degrees c. The patient was not treated based on the incorrect value. The swan ganz catheter was connected to an ev1000 via the thermistor connector on a volume view cable. The cable was replaced but the problem was not solved. The catheter was removed from the patient. There was no occlusion, leakage or kink noted on the catheter. No error message was observed on the monitor. The sample of tracing was not available. There were no patient complications reported. The patient had primary diagnosis of unstable angina.